Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case cracked/chipped by the front right and left bottom corners, cracked right plunger case, broken screw boss inside the plunger head, missing battery pack, and no visible contamination. Event history log confirmed sever occurrences of force sensor test error. Functional testing was able to replicate the reported issue during power up, self-test and occlusion test processes. The root cause was determined to be the plunger cable and probably cause of internal short in the plunger cable. The plunger cable was replaced and software updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force sensor error. There was unknown patient involvement.

Manufacturer narrative:
Device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.